Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "incidence of patellar clunk syndrome in fixed versus high-flex mobile bearing posterior-stabilized total knee arthroplasty" written by nimrod snir, md, ran schwarzkopf, md, msc, brian diskin, bsc, richelle takemoto, md, mathew hamula, bsc, and patrick a. Meere, md published by the journal of arthroplasty 29 (2014) 2021¿2024 accepted by publisher 20 may 2014 was reviewed. The article's purpose was to review mid- to long-term clinical and radiographic outcomes of a mobile bearing versus fixed bearing posterior-stabilized total knee arthroplasty with a primary outcome patellar clunk syndrome. All mobile bearing were depuy and all posterior-stabilized were non-depuy. Data for mobile bearing entailed 188 cases implanted between february 2005 and november 2007 with mean age of 64.5 years and mean time of revision from index surgery of 3-19 months. Depuy products utilized: pfc sigma rp-f. Adverse events: patellar clunk and arthrofibrosis(treated by single or second arthroscopic procedures. The article does not identify cement product utilized for cementing. Patellar resurfacing was performed.